Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the device is missing the lip ring from the top of the reservoir compartment. Reservoir is not able to lock into place. The customer¿s blood glucose level at the time of the incident is 14.9 mmol/l. No further details or information available. The device was returned for analysis.